Event description:
A healthcare professional reported that vitrector tip failed during the cutting process of vitrectomy surgery. The surgery completion and replacement details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).